Event description:
It was reported that the wake button was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer discussed issues with tandem representative by phone, and case was sent to technical support for documentation and review, but no additional information was received regarding any further actions taken.